Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04290. It was reported patient presented in the hospital after symptoms of tamponade were discovered in clinic. Right atrial and right ventricular lead perforations were suspected. Pericardiocentesis was performed and lead revision was performed successfully. Both leads were repositioned and remain in use. Patient was stable post-procedure.